Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to tubing damage incurred during a vasectomy and gastric bypass procedure in (B)(6). The replacement was later performed in the united states at which time the ipp was explanted and replaced with a new device. There were no patient complications. The explanted device is not expected for return.